Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery a/c compartment is not working and the device is not charging. There was no patient involvement.